Event description:
Caller reported a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset, guided the caller through the process, and following the reset, the error did not reoccur. The caller successfully started their sensor session.